Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A4 patient weight ¿ patient was over 400 lbs.

Event description:
It was reported the cable of a sternal closure device fractured while reducing the sternal halves. The surgeon was trying to tighten the device near the manubrium when the fracture occurred. The device was removed and the patient was closed with multiple wires. The surgeon feels the large anatomy of the patient was responsible for the device failure. No adverse events were reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that the three assemblies had been used. Each assembly had the metal band fed up through the tensioner and locked in place per step one of the process. The threaded shafts were displaced, indicating the tightening wheels had been rotated to achieve sternal approximation. The metal bands all appeared to have either been fractured or cut. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier's review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown cerclage wire, part# ni, lot# ni, manufacturer unknown. Occupation: distributor on behalf of facility.

Event description:
It was reported the cable of a sternal closure device fractured while reducing the sternal halves. The device was removed and the patient was closed with wires. No adverse events were reported as a result of the malfunction.